Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. Evaluation codes updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the deployment knob was depressed to deploy t1, t2 implant fell off from the inserter needle with t1. No patient injuries were reported.